Event description:
Customer reportedly obtained results of 151 mg/dl, 140 mg/dl and 70 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.